Manufacturer narrative:
The product was discarded, therefore, no product failure analysis can be conducted, device malfunction cannot be confirmed and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Concomitant products used: product name: carto® 3 system: us catalog #: unknown, serial #: unknown. Product name: lasso mapping catheter: us catalog #: unknown, lot #: unknown. (B)(4).

Event description:
Article title: pulmonary vein isolation using ¿contact force¿ ablation: the effect on dormant conduction and long-term freedom from recurrent af. A prospective study. Per a report in the journal of heart rhythm (accepted manuscript - ahead of print. Ref hrthm5875), july 2014, a multi-center prospective parallel cohort study was conducted on 75 patients, by dr. Jason andrade from montreal heart institute et al., to prospectively study the utility of contact force guided ablation on immediate and long-term outcomes, during mean time follow up of 53.1 weeks. The patients were referred for catheter ablation at either of the participating centers (montreal heart institute, or florida hospital cardiovascular institute) between august 2011 and october 2012. From the report there were 3 serious adverse events: 1 tamponade requiring drainage, 1 cerebral thromboembolic event with full recovery, and one av fistula requiring surgical repair. Per the article, other non-serious ae¿s were also reported: 2 groin hematomas. These events are not known to have required intervention/treatment nor extended hospitalization stay. If additional information is received, we will update information in a supplemental report. There are no death events or device malfunctions reported in the publication. The devices used are the smarttouch (during ide study) and navistar thermocool (marketed) catheters, however catalog number are not available. Concomitant products cited in the article: carto 3 mapping system, lasso mapping catheter.] Further investigation clarified that the complications observed with the smart touch unidirectional catheter were groin hematoma that did not required intervention and av fistula which will be reported under this report, as for navistar thermocool were cardiac tamponade, stroke, and groin hematoma reported under related complaint.